Event description:
It was reported that during a pancreaticoduodenectomy, the device fired malformed staples in the middle of the staple line. Another device was used to complete the procedure. There was no adverse consequence to the pt.